Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 was failed. A field service engineer powered down the station and inspected the bus cable, removed the cover, and reseated all connections. Then the fse ran diagnostics and found rows a and b had failed. Removed the row boards, inspected, and reseated the connections which resolved the issue. Ran diagnostics again and confirmed the system was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 had failed and was not detected on the bus. A reboot and storage recovery were performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.